Manufacturer narrative:
The device was evaluated and nothing was found leaking from the handpiece and it is possible that the leaking is from a 3rd party lubricant repair. A sample was taken for further evaluation. The device was repaired and returned to the customer.

Event description:
It was reported that while the device was at the manufacturer for repair, it was discovered that there was fluid on the battery plate and outside handle. There was no patient involvement or adverse consequences related to this event.